Manufacturer narrative:
Results (other) - fowler, gas spring trip.

Event description:
It was reported by service report that the fowler was stuck due to a broken fowler cable. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.